Manufacturer narrative:
Corrected 510(k)/PMA number.

Event description:
It was reported that on (B)(6) 2015, a patient presenting with an aneurysm of the descending thoracic aorta was treated with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2019, the patient presented with a thoracoabdominal junction aneurysm. On (B)(6) 2024, the patient was treated with the implantation of additional aortic device.

Manufacturer narrative:
D10: gore® tag® thoracic endoprosthesis. Lot: 13065338. Catalog: tge454515. H3: device remains implanted. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2015, a patient presenting with an aneurysm of the descending thoracic aorta was treated with a conformable gore® tag® thoracic stent graft (ctag). Two ctag components were implanted. On (B)(6) 2019, the patient presented with a thoracoabdominal junction aneurysm. The surgeon reported that there was suspected lack of device apposition but was not able to confirm an endoleak. On (B)(6) 2024, the patient presented with an abdominal aortic aneurysm. On (B)(6) 2024, the patient was treated with the distal extension of the already-implanted ctag device. The distal most component (B)(6) reportedly lacked apposition to the aortic wall.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. Additional information received from the study site indicated that the allegation of circumferential device apposition was indeed with the conformable gore® tag® thoracic stent graft tge454515/13065338, not with the tge404015/13169422 device reported on in the initial MFR# 2017233-2024-05040 submitted 18-jun-2024. Gore therefore retracts the information provided on the tge404015/13169422 device and has updated the following sections in this report: b5, describe event or problem d4: serial number, expiration date, catalog number, unique identifier (UDI) # h4, device manufacture date d9 device available for evaluation and h3 device not returned to manufacturer: confirmed initial selection. Code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted. A evaluation on the device can therefore not be performed. Imaging evaluation summary: one set of post-implantation computed tomography angiography (cta) imaging was returned to gore and an imaging evaluation was performed. During the investigation, the following was found: no date or demographics on the imaging. Two conformable gore® tag® thoracic endoprosthesis are identified in the descending thoracic aorta (dta). There is lack of distal circumferential device apposition in the distal dta. Dta diameters at the level of the distal end of the distal device appear to range from ~54mm ¿ 58mm. The physician reported that due to the aspect of the distal part of the thoracic endoprosthesis not being in contact with the aortic wall, they could not confirm an endoleak. The available information does not reasonably suggest a potential malfunction has occurred. No allegation of device malfunction, such as an endoleak was indicated with respect to device performance. The reported thoracoabdominal aneurysm, diagnosed four years after device implantation, can result from a variety of factors, including patient-related risk factors and disease progression. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.